Event description:
A physician reported that during surgery an ophthalmic console and phacoemulsification handpiece exhibited no irrigation causing thermal burn. Additional information received further clarified patient required suture due to thermal burn. The patient symptoms were improving.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification handpiece was received and a visual assessment of the returned sample revealed no visual nonconformity. The returned phacoemulsification handpiece sample was connected to a calibrated system. The phacoemulsification handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The phacoemulsification handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the phacoemulsification handpiece to meet product specifications. A phacoemulsification handpiece non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The phacoemulsification handpiece was found to meet specifications; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).